Event description:
According to the available information the balloon leaked and slips out resulting in a bladder infection.

Manufacturer narrative:
After receiving the complaint, we were unable to searched for other complaints as the lot number is unavailable. Unfortunately, the sample isn't available from our customer. From experience, silicone balloon deflation could come from various causes. In this case we cannot identify any specific root cause as insufficient information has been provided. In parallel, a specific trend is monitored regarding the silicone ballon issue through the CAPA-000152 checking the quality databases revealed this type of defect is known and closely monitored. A similar case study was performed based on the same item number, defect balloon problem over last four years, 89 similar cases were found. A risk management file evaluation was performed and concluded that the risks identified are still acceptable and considered as safe.